Event description:
It was reported that the patient was explanted in 2008 due to an infection, and so to facilitate healing. The device has been sent to the laboratory for culture, however, the type of infection is not yet known. The original complaint referred to possible misplacement of the device array at implantation surgery. Revision surgery was being discussed but all testing showed that the device was functioning correctly and the patient reported hearing and demonstrated loudness growth on all channels. Additional information received on march 10, 2008, stated that the wound incision had opened slightly and was infected. There was also, however, additional concerns on the condition of the electrode array based on the post op-CT scan. Although telemetry was normal and the patient had loudness growth on channels, both the surgeon and the patient's audiologist were concerned the electrode had been compromised during the electrode insertion during surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.